Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose was 238 mg/dl. Infusion set and cartridge were changed prior to contacting tandem technical support (cts). Pump system check with cts found air bubbles in the tubing. Customer primed the air out.